Event description:
Customer reported via phone call that they were hospitalized for diabetic ketoacidosis and high blood glucose on (B)(6) 2022. Customer¿s blood glucose level was 700 mg/dl at the time of incident. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with insulin pump and intravenous insulin drip. The customer will continue use of the device. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.